Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. Although a cause for the reported patient effect of mitral stenosis, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. However, after deployment, the mean pressure gradient was noted to be increased to 7mmhg. No treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.